Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology was not reported. It was reported that the physician elected to place a palmaz stent to repair an alleged type I endoleak and the unknown endoleak did not resolve. From the images it's unclear whether there was a type 1 or type 2 endoleak. The patent returned two weeks post stent graft implant and the CT demonstrated that there were no endoleaks present. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: results: (endoleak). Other, secondary intervention.